Manufacturer narrative:
(B)(4).

Event description:
There were two sensors that were returned for evaluation; however it is not known which sensor is the complaint device. A visual inspection was performed on both devices and has confirmed that both sensors are missing the sensor wires. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.